Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their blood glucose reached 400 mg/dl. The customer treated their blood glucose level with manual injection. The customer stated they and issues with their infusion sets. The customer declined troubleshooting. The insulin pump was not returned for analysis.